Event description:
The account alleges that the hi/low function is drifting downward.

Manufacturer narrative:
(B)(4). (B)(4). (B)(4). (Device c): (B)(4); other # = e5mn6x (batch #); exp date = 02/03/2013. (Device c): 03/03/2008, (damaged anvil former); devices (a) and (b) arrived in good visual condition. The breakaway washers were present and cut and there were no staples present, indicating that the devices achieved a full firing stroke. The devices were reloaded with staples, new washers were placed on the devices and both were tested for functionality. The devices fired and formed all the staples as well as completely cut the test media and the breakaway washers without incident. The staple lines were complete and the staples were noted to have the proper b-formed shape. The anvils were attached to the devices completely and without any difficulties and did not detach during functional testing. Device (c) arrived in good visual condition. The breakaway washer was present and uncut and with no staples present. After further analysis, the anvil lockout springs were noted to have scratches. This is consistent with clamping across the locking springs to reattach the removable head. It should be noted that clamping across or gripping on the locking springs when attempting to reattach the detachable head assembly might prevent it from clicking into place or attaching correctly. Please reference the instructions for use for additional information. The device was loaded with staples and tested for functionality using a test washer. The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached to the device without any difficulties and did not detach during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sigma resection procedure, the head could not be connected to the device; the connecting pin moved back so that the head could not be connected. No further info is available. A competitor's device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.